Event description:
A female experienced a thrombotic event six days after implantation of a cypher stent. This event involves a pt with a medical history including unstable angina pectoris, previous acute myocardial infarction, hypertension, smoking and hyperthyroidism. The pt underwent an emergent percutaneous coronary intervention (pci) indicated by an acute myocardial infarction. Angiogram revealed a type b2 lesion in the mid left anterior descending branch described as; de-novo, eccentric, bifurcated, diffused, 15mm long, and 2.5mm reference diameter. The safety and effectiveness of the cypher stent has not been established in this type of vessels and/or lesions. The use of aspirin and clopidogrel was documented intra and post procedure. Heparin was also administered intra-procedure with act's unk. Pre-dilatation was conducted before implantation of the first cypher stent (2.5/18mm) deployed at 12 atm. Post-dilatation and ivus was not conducted. Residual percent of stenosis was 0%. Timi flow before the procedure was zero and three after the procedure. Act was not measured. The procedure was successfully completed without report of pt injury. Six days post the index procedure the pt presented to the hosp with ischemic heart failure. Angiogram revealed a thrombus in the cypher previously implanted. To treat the thrombus, plain old balloon angioplasty (poba) was conducted. A second cypher stent (2.5/18mm) was implanted at 16 atm proximal to the first cypher in an overlapping fashion. Post-dilatation was conducted.

Manufacturer narrative:
This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product remains implanted and thus unavailable for analysis. A device history record review of the involved lot number revealed the product met quality requirements for product acceptance. Thrombotic events are a known potential adverse event post coronary stenting. According to the procedural physician the possible cause of the thrombotic event may be related to the diffuse nature of the lesion and the presence of an untreated lesion proximal to the cypher. There is no indication this event is design or mfg related.